Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s other blood glucose level was 591 mg/dl. The customer stated that the infusion set cannula was bent and the insulin pump gives the flow block alarm. The customer was treated with the manual injection. The device will not be returned for the analysis.